Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their stimulation was too high and it was uncomfortable. They were visiting a different state and they did not bring their patient programmer or recharger with them. It was reported that the patient wanted to turn off the implantable neurostimulator (ins). Reviewed that their healthcare professional (hcp) may have a programmer to help turn off the ins. The patient reported that they had been doing some packing and found that the level they put it was no longer tolerable. There was a report that the patient met with a tech at a local hospital where they were able to turn the unit off. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.